Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that during an implant procedure, the mdt representative flipped to the session screen of the programmer with the patient pacemaker dependent. After clicking to the session screen, the patient went asystolic. The mdt representative immediately flipped back to the analyzer screen and pacing resumed. The mdt representative did not turn off pacing or make any changes to the programmed pacing. The sr asked technical services (ts) if there was a software change that could have caused this and the answer was no. The programmer remains in use. No patient complications have been reported as a result of this event.